Event description:
It was reported that a 27mm 11500a aortic valve, in the pulmonary position underwent a valve-in-valve procedure after an implant duration of 8 months, 28 days due to severe stenosis. The patient continues to have a prominent murmur. The tpvr was performed with a 26mm 9600tfx transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. A DHR review was performed, and no relevant non-conformances were identified and a lot history review found no similar incidents. Based on the limited information available a definitive root cause cannot be conclusively determined; however, patient factors such as implant position and congenital heart disease may have cause or contributed. An edwards defect has not been confirmed.